Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional relevant information is received.

Event description:
It was reported that an iipv event occurred with a homechoice (hc) machine during peritoneal dialysis (pd) therapy. The machine alarmed high drain 103 at end of therapy indicating that the home patient (hp) drained at least 200% (3800 ml) of the fill volume (1800 ml) during drain 3. The hp's daughter contacted the renal unit and a nurse instructed her to contact baxter. Per the hp's daughter, the hp was asleep during drain 3 and stated he feels "fine." The hp performs a manual fill of 1500ml during the day, which the machine drains during I-drain; however, the I-drain volume was 1093ml and the I-drain alarm is set to 1000 ml. There was patient involvement, but the status of the patient / outcome of the event is unknown at the time of initial reporting.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed with no issues noted. A one hour therapy was completed and there were no errors noted. The reported issue was confirmed in the event history log review. The cause was determined to be one or more cycle?s advances to next fill when slow / no flow occurred above the min drain volume threshold. If additional relevant information is received a follow-up will be submitted.